Event description:
During evaluation of a returned spectrum pump, the device had an issue of the speaker not functioning properly. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). The device was received for evaluation. During evaluation, the device had an issue of speaker not functioning properly. The cause was identified to be a faulty speaker and the rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.